Manufacturer narrative:
Device is a combination device. Device evaluated by MFR: returned product consisted of an eluvia self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the yellow thumbwheel lock and flushing luer was still in the manufactured location. The thumbwheel lock appeared to be on backwards. The luer was pulled out and the tube appeared to be twisted. The pull rack was still in the manufactured position. There were kinks on the outer sheath at the nosecone, 59.6cm, and 59.8cm from the nosecone. There was a kink on the middle sheath 3.3cm from the distal end of the middle sheath. The stent was partially deployed approximately 8mm from the distal end of the middle sheath. There was blood present inside the middle sheath and on the stent. Microscopic examination did not reveal any additional damages. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that inadvertent deployment occurred. A 6x40x130 eluvia drug-eluting vascular stent system was selected for a superficial femoral artery (sfa) intervention. During the procedure, the device was loaded on a .035, 180 cm guidewire. The eluvia device was not flushed and the yellow stylet was not removed from the back. While loading on the wire, the wire did not come out the back. The eluvia device was taken off the wire and was not deployed. The clip remained on. It was noted that the tip was partially deployed after the eluvia was taken off the wire. There were no patient complications reported. The procedure was completed with a different device.

Manufacturer narrative:
Device is a combination device.

Event description:
It was reported that inadvertent deployment occurred. A 6x40x130 eluvia drug-eluting vascular stent system was selected for a superficial femoral artery (sfa) intervention. During the procedure, the device was loaded on a .035, 180 cm guidewire. The eluvia device was not flushed and the yellow stylet was not removed from the back. While loading on the wire, the wire did not come out the back. The eluvia device was taken off the wire and was not deployed. The clip remained on. It was noted that the tip was partially deployed after the eluvia was taken off the wire. There were no patient complications reported. The procedure was completed with a different device.